Event description:
The baxter field service engineer noted an infusion pump with depleted batteries during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 5, 2007. Evaluation summary:the condition of depleted batteries was confirmed. The device was evaluated at the customers facility in 2007. Fail code 570 was observed in the event history. This fail code was caused by depleted batteries. The batteries we replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.